Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -07.00/+3.0/097 (sphere/cylinder/axis), within the same surgery due to excessive vaulting and the problem was resolved. The patient did not want another icl implanted. Cause of the event was unknown.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens and residue throughout the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).